Manufacturer narrative:
Initial and final MDR 1884134 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set cannula was bent event from 10-apr-2024 to 21-apr-2024. The blood glucose level was 350 mg/dl at the time of event. The infusion set was in use for 2 days in the first event and 5 hours in the second event. The site of insertion was at abdomen. Patient replaced infusion set and resumed insulin successfully. No further information available.